Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Part 03.130.302, lot f-23023: manufacturing site: (B)(4). Supplier: (B)(4). Release to warehouse date: september 11, 2017. No non-conformance reports (ncrs) were generated during production. Review of the device history record (DHR) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the drill bit broke off in the patient¿s bone about fifteen millimeters (15mm) from the tip during surgery on (B)(6) 2018. The drill piece was left inside the patient. There was no delay in the surgery reported. This is report 1 of 1 for (B)(4).